Event description:
Pt alleges receiving implants on 12/20/72 as replacements for ones received of another MFR. Pt alleges experiencing discomfort and hardening beginning 7/1/80 and had removal and replacement on 7/11/96 with devices of another MFR. Physician's not states rupture detected radiologically.